Event description:
The customer reported that the joystick on the system would not work. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The motor control unit board was checked and reseated. The servo was replaced. The system was tested and operates as intended.